Event description:
L catheter measurement system is not uniform. Catheter should be 30 cm long but there are a few catheters that measure 31 cm. Multiple devices are involved; the exact number of devices is unknown. All of the defective catheters were from the same lot number and have been returned to the manufacturer for their inspection/analysis. We have not seen other devices with this problem from other lot numbers.